Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for diabetic ketoacidosis. The patient was found unconscious by his son. The son called the paramedics and the patient was taken to the hospital. The patient was treated by the emergency doctor with an insulin pen. The lab result at the hospital was 30.0 mmol/l. At the hospital, the patient was treated with insulin infusions. The patient was currently still in the intensive care unit at the hospital. The infusion device was requested to be returned for product evaluation.